Manufacturer narrative:
Should additional information become available for the patient, a supplemental record will be filed.

Event description:
Provider stated that the legs do not lock in place anymore.